Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor damaged the blood pump tubing segment three hours and twenty-five minutes into a patient's hd treatment. The machine alarmed appropriately with an air detector alarm. Fresenius bloodlines and dialyzer were also in use. The patient¿s estimated blood loss (ebl) is 5ml. There was no patient serious injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended twenty-eight minutes early. The patient did not experience any issues or require any additional treatments as a result. The bmt inspected the machine and did not find any issues but replaced the blood pump rotor as a precaution. The machine has been returned to service. The blood pump rotor is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor damaged the blood pump tubing segment three hours and twenty-five minutes into a patient's hd treatment. The machine alarmed appropriately with an air detector alarm. Fresenius bloodlines and dialyzer were also in use. The patient¿s estimated blood loss (ebl) is 5ml. There was no patient serious injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended twenty-eight minutes early. The patient did not experience any issues or require any additional treatments as a result. The bmt inspected the machine and did not find any issues but replaced the blood pump rotor as a precaution. The machine has been returned to service. The blood pump rotor is not available to be returned to the manufacturer for evaluation.